Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after broaching, prepping and trailing an attune revision femoral sleeve the femur trial was removed and the broach handle was locked into the femoral broach. As the strikeplate was engaged the handle decoupled from the broach. Both broach handles were used and the same issue kept occuring. Broach handles would not stay engaged in the femoral broach, so a bolt was screwed into the broach and a vice-grip slap hammer was utilized for removal. Case was delayed 20 min trying to remove the femoral broach and then another 45 min to wire a subsequent crack.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.